Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of fiber tip break is confirmed as analysis identified glass cap detachment. The observed glass cap detachment likely occurred due to excessive cap wear during procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the distal end of glass cap was detached/separated and not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber glass cap was loose and detached from the fiber at 8,075 joules and 5 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with another fiber and no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of fiber tip break is confirmed as analysis identified glass cap detachment. The observed glass cap detachment likely occurred due to excessive cap wear during procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the distal end of glass cap was detached/separated and not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 8,075 joules and 5 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with another fiber and no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 8,075 joules and 5 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with another fiber and no clinical consequences to the patient.